Manufacturer narrative:
Correction: contrary to what was reported in the initial report, a system checkout has not been completed as the site does not wish to purchase a checkout at this time due to cost restraints.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the navigation system software became unresponsive on the registration screen. The site performed a hard reboot of the system and reported upon reboot the system again became unresponsive on the registration screen. The medtronic representative then performed a soft reboot which was reported to have resolved the issue. It was noted by the medtronic representative that the system was left on the registration screen for approximately 30 minutes prior to use. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative, following up with the site, upgraded the navigation system software and reported the system functioned normally after the update. A medtronic representative performed a navigation system check-out, all areas passed. A software investigation was completed and was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided.